Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that there was a liquid leak from bottom right side of diluter. He found a cut in the sample line from diff mixing chamber to the flow cell. He replaced sample lines, resolving the leak. (B)(4).

Event description:
The customer reported that there was a bloody fluid leak of an unknown volume from the lh750 while running patient samples. The leak was not contained within the instrument. There were aspiration error messages generated. No erroneous results were associated with this event. In addition, there was no biohazard exposure to open wounds or mucous membranes.